Event description:
The manufacturer received information related to a philips respironics e30 with humidifier device. According to the allegation patient was passed away. The device has not been returned for evaluation at this time. If any additional information is received, a follow-up report will be filed.